Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the impaction platform broke during impaction. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 41 devices were manufactured under lot no 45011215 and accepted into final stock on 1209/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot 45011215 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was not returned.

Event description:
During impaction, shaft and platform shattered into multiple pieces. Surgical delay- = 15 minutes. Case type: tha.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
During impaction, shaft and platform shattered into multiple pieces. Surgical delay: 15 minutes. Case type: tha.